Manufacturer narrative:
The complaint sample was tested and was confirmed to be leaking at the rf weld joint where the tubing and pouch are connected. The root cause of the leak was identified to be inadequate weld at the weld joint. A review of complaint history indicates this is an isolated incident. A quality alert was issued to assembly operators as a corrective action. Quest will continue to monitor trends.

Event description:
The report states that the user had issues getting the heart to remain arrested. Drippings were seen from the mps system and after the case, the part of the console where the cassettes sit was found to be wet. A leak was identified in the aa cassette. There were no patient complications associated with the leak.